Event description:
The healthcare professional reported an incomplete flap in the unknown eye of the patient during surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the system with minor resistance in side cut intermittently in the unknown eye of a patient, during surgery. There was no reported patient impact.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the minor resistance in side cut intermittently in the unknown eye of a patient, during surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).